Manufacturer narrative:
(B) (4). The device was received. Investigation is not complete.

Event description:
Device issue: difficult to deploy - thumb advancer, difficult to remove, clip mislocation. Time of device issue: during vessel closure. Adverse event: failure to achieve hemostasis. It was reported that a physician trained in the use of the starclose se device attempted arteriotomy closure of the common femoral artery after a diagnostic procedure. Reportedly, during thumb advancer deployment, an "unusual resistance" was felt, but was completed. After clip deployment, resistance was felt during device removal. The device was removed with counter-traction and an assertive pull. When the device was removed, it was noticed that the clip deployed on the distal end of the device. Manual compression was applied to achieve hemostasis. There were no reported adverse patient effects. Though requested, no additional information was provided.